Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.